Event description:
It was reported that the patient had a micl12.6 implantable collamer lens implanted in the os in 2008. As part of the postmarket study, the patient reported that inside of the eye was inflamed. The surgical scheduler in the surgeon's office was contacted and stated the patient last va was 20/25 and the patient is also having problem with glare. The MFR report number for the od is 2009-00124.

Manufacturer narrative:
Evaluation: (other) lens work order search. Results: a work order search was conducted and there were no similar records found within the work order.